Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the spyscope ds ii initially worked well; however, approximately 20 minutes into the procedure the image of the spyscope ds ii was lost. The spyscope ds ii was reconnected; however, the image problem was not resolved. The procedure was not completed due to this event. Reportedly, a plastic stent was placed and the procedure was rescheduled. There were no patient complications reported as a result of this event.